Event description:
It was reported that, during a tka surgery, a journey tibia base np rt sz 3 was opened for a left knee. The tibial baseplate went in and the surgeon realized it was the wrong side. This was corrected by opening and implanting the correct side implants. This situation resulted in a fractured tibia; screws were implanted to correct the fracture. No significant delays were reported. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that based on the limited information provided, the root cause of the reported event was human error. The patient impact beyond the reported implantation and removal of the incorrect right-sided tibial baseplate in the left knee, unfortunate tibial fracture, 0-30 minute surgical extension and modified surgical procedure could not be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that the correct selection of the implant is extremely important. The appropriate type and size should be selected for patients with consideration of anatomical and biomechanical factors such as patient age and activity levels, weight, bone and muscle conditions, etc. This failure mode has been identified in warnings and precautions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to user error. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.